Event description:
During baxter's evaluation of a spectrum pump, it displayed the downstream occlusion message. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the failed downstream occlusion test identified during evaluation, which was reproduced. The door hook shims were removed from under the door hooks while in the field, which caused this symptom. The door was calibrated to correct this condition.